Event description:
Related manufacturer reference numbers: 2017865-2023-24740. It was reported that the patient presented in hospital due to cardiac arrest. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to sense for the cardiac arrest episode and did not pace. It was also noted that the left ventricular (lv) lead was deactivated previously due to phrenic nerve stimulation. Programming optimization was performed. Patient condition was stable.